Event description:
During initial implant an extension was inserted into the stimulator in one port; a plug was inserted into the other port. Intra-operative testing revealed the product functioned fine. The patient received paresthesia in the painful area. Post-operatively, the patient no longer felt paresthesia. Testing revealed high impedance of all electrodes (>10 000 ohms). The patient returned to the operating room the day after initial implant. The extension / lead connection was checked and found acceptable. A programmer was used to check if the right channel was connected; there was no paresthesia when the 2x8 side of the lead was selected. The extension was checked and completely inserted into the port; this did not result in paresthesia. The extension was connected to a snap-lid cable and functioned fine. After reconnecting the extension to the stimulator, there was paresthesia and the device system functioned appropriately.